Manufacturer narrative:
A ge service representative did not evaluate the system. The error was cleared by the customer. The system operates as intended.

Event description:
The customer reported an intermittent loss of image on the 9800 system monitor. No pt injury was reported.